Event description:
The user facility reported to terumo cardiovascular system that prior to cardiopulmonary bypass, during setup, the centrifugal pump "squeaked". No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).